Event description:
Device 1 of 2: reference MFR report#3006705815-2019-01294. It was reported the patient experienced ineffective stimulation on the right side. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were repositioned. Stimulation was restored.